Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
It was reported that the patient felt ill, with blood glucose level increasing to greater than 13.9 mmol/l (>250 mg/dl), with ketones reported at 2.2 (units not provided), while wearing the pod for approximately 37 to 48 hours. The pod was reported to be coming loose from the abdominal infusion site, resulting in cannula dislodgement; however, per the patient's family, the adhesive was reported to be secured. Insulin leakage during wear was also reported. As treatment, the family administered correction doses using insulin pens until the patient felt better.

Manufacturer narrative:
Updated h11: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.